Manufacturer narrative:
One cadd-prizm® vip pump was returned for investigation. A visual inspection revealed the device to be in good physical condition. A review of the pump's event history log confirmed the reported error had occurred. The pump was powered on and it failed the psi test. Further investigation of the pump determined that a faulty downstream occlusion sensor was the root cause of the reported problem. The root cause for the faulty occlusion sensor was found to be fluid ingression resulting from improper user interface. The complaint was confirmed.

Event description:
It was reported that a cadd-prizm® vip pump experienced a false high pressure alarm. No injury was reported.